Event description:
It was reported that the core universal driver was being set up for use when it displayed a bias current message when connected to the console. The bias current message signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the core universal driver was being set up for use when it displayed a bias current message when connected to the console. The bias current message signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the core micro drill was being set up for use when it displayed a bias current message when connected to the console. The bias current message signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.